Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they spoke with technical support; pt got a new remote and paddle sent to them that appeared to resolve the communication issue. Rep reports this issue has been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller met with pt on feb 2 and pt reported having issues connecting controller to ins. During clinic visit the controller wasn't finding the ins at all. The ins was charged (confirmed via tablet communication). When they used the recharger with the controller, they were able to connect with ins successfully. They did get into passive charging at one point and the numbers were in the high 80's. The caller comments that the ins is tilted in the pocket slightly but it isn't deep in the pocket. Per caller, pt has had issues connecting to their ins since the ins was replaced on (B)(6) 2023 and there was an apparent pocket revision on this date as well though caller doesn't know the reason for the ins replacement or pocket revision (this account was being managed by a field person that is no longer with the company). There hasn't been any other trauma or falls since then. It was noted that the patient coul d charge normally. Technical services advised they unpair and re-pair the controller with the ins to see if that resolved the issue. Pt also reported a burning sensation across their lower thoracic area when they bend over. This started about 6 months ago. Rep was told by patient's nurse that they didn't think this was related to the implant system.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.